Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the issue resulted from the physician's technique during the procedure or from a potential device malfunction. Additionally, based on the most relevant complaint information, including the product record review results, the device was found to meet all required manufacturing specifications and successfully passed all controls and inspections. No abnormalities were identified during the assembly process. Therefore, due to insufficient evidence, the definitive cause of the reported issue cannot be determined. Furthermore, without proper evaluation of the device, the factors contributing to the event remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used at unknown procedure performed on (B)(6) 2026. It was reported that during the procedure, the clip spring in the handle broke while the clip was being placed, and the clip subsequently detached from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.